Event description:
On (B)(6) 2010, pt reported she has a few infusion sets that broke at the luer lock. Pt stated she wears the infusion device in her pant pocket and is not sure when or how the incident occurred. Pt reported she did not hit the infusion device or luer lock on anything that she knows of. Pt stated the infusion tubing broke away from the luer lock. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.